Event description:
A us distributor reported that a battery charger had battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery/charger faults) was confirmed. Upon investigation, the charger was not charging due to the l601 being knocked off the bedside board. The root cause of the damaged l601 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.